Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported reservoir leaking past 0-rings and unable to get the lunger off. Troubleshooting was performed and reservoir is returning for analysis.